Event description:
The customer reported that the insulin pump alarmed during the manual prime. The blood glucose reading was 130mg/dl. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had a severely scratched display window.